Manufacturer narrative:
Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The device history record (DHR) review was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including history of coronary artery bypass graft (CABG), hyperlipidemia, type ii diabetes, esrd on hemodialysis, coronary artery disease (cad).

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 23mm 11500a aortic valve implanted two (2) years, underwent valve-in-valve procedure due to calcification. Tavr was performed with a 26mm resilia transcatheter valve.

Manufacturer narrative:
Added information to b5, b7, h6.

Event description:
It was reported a patient with a 23mm 11500a aortic valve implanted two (2) years, underwent valve-in-valve procedure due to calcification and severe aortic stenosis. Per medical records, patient presented with severe bioprosthetic aortic valve stenosis in the setting of biventricular heart failure. Tavr was performed with a 26mm resilia transcatheter valve. The patient was transferred to the ICU in stable condition. Patient was discharged on pod# 11.